Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose (bg) level was 298 mg/dl and a bolus via the pump was delivered to address the high bg level. The pump history was reviewed and the proper auto-off alerts were received prior to the alarm. The customer confirmed that the auto-off was set for 12 hours. Tandem technical support informed the customer that the pump was functioning as intended and advised the customer to speak to a healthcare provider prior to adjusting the auto-off setting.